Event description:
Information was received from a patient via a manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator. It was reported that the patient's implantable neurostimulator (ins) has been off for about 6 months, but the patient checks the ins once a week and noticed that the voltage was declining by 0.01v each week. The following voltage measurements were noted: (B)(6) was 2.65v, (B)(6) was 2.63v, and currently, the voltage was at 2.62v. Impedances were also measured and noted to be approximately 5,000 ohms. It was also stated that there was an error between the "v" value using the clinician programmer 8840 and the patient programmer. It was later clarified that the ins was interrogated by the patient programmer and the clinician programmer and different voltages were displayed. The patient is currently under observation and has an outpatient appointment scheduled on (B)(6) 2017 as the issue is still ongoing. The cause of the issues was reported to be unknown. No symptoms were reported. It was stated that the patient's underlying disease was either parkinson's disease or dystonia.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). It was reported that it was not determine which device caused the previously reported issues. It was also unknown why the device was turned off 6 months ago. It was also stated that no actions/interventions were taken/planned as they are taking a "wait-and-see-" approach.

Manufacturer narrative:
The implantable neurostimulator (ins) battery reached its normal end of life; the output and telemetry were okay. It was also noted that even though the output may be off, the hybrid circuit will still draw a small amount of current from the battery causing it to continue to deplete slowly. A known good dbs extension and lead were connected to the returned ins. The ins and electrodes of the lead were placed in 0.9% saline solution. Impedances were measured with an 8840 programmer. Normal impedances were observed on every electrode pair.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 37603, serial# (B)(4), product type: implantable neurostimulator. Product ID: neu_wrench_acc, product type: accessory. Note: this event is now reportable for serious injury analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. Note: additional information received indicates the correct mfg. Site ID is 3004209178.

Event description:
Additional information received from the representative reported the device in question was replaced and cleaned by the hospital.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported the cause of the event was unknown.

Manufacturer narrative:
Device information updated. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Please note the device codes listed in are now applicable to the event upon further review. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported the battery life continued to decline with the device powered off and elective replacement indicator (eri) was triggered with 2.57v. Abnormal impedance was also identified as the impedance was 2000 ohms or greater with monopolar.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.